Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure due to a major back surgery. It was unknown if the back surgery was device related. Nothing will be returned. No further information has been obtained despite good faith efforts.